Manufacturer narrative:
Continuation of d10: dr5826 ipg implanted on (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, the right atrial (ra) lead was stuck in the old generator header. Attempts to remove the lead resulted in damage and fracture. Bone cutters were used to extract the header from around the ra lead; however, the metal locking box remained attached to the distal pin. Additionally, an insulation breach was observed on the ra lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.